Event description:
The user facility reported that an employee initiated a sterile cycle and the cycle aborted because the water temperature was lower than allowed. The operator then depressed the "cycle cancel" button to release the lid seal and removed the tray from the processor with the s40 cup still present. When the operator removed the tray, some of the powder in the s40 cup became airborne, which she inhaled. She took the tray to a sink to dispose of the contents of the s40 cup and noted what appeared to be powder in the tray. The employee reported inhaling some of the powder which irritated her sinuses; she self-irrigated her sinuses by flushing with saline solution and did not seek treatment. The user facility confirmed the operator is fine with no sustaining injuries and there were no reported procedural delays or cancellations.

Manufacturer narrative:
A steris technician went onsite, ran a diagnostic cycle and determined that the s1e was functioning properly. The technician stated that the user facility incoming water temperature was approximately 25 degrees c; the minimum water temperature to initiate a system 1e cycle is 43 degrees c (operator manual t6500 rev d, section 2, pp. 2-1). The facility's low incoming water temperature caused the processing cycle to abort. The user facility was advised of their low incoming water temperature, both on previous occasions and during the service visit subject of this event. The user facility stated they would change their incoming water temperature to come from a 100 gallon hot water tank to ensure it is within specification. The user facility stated the employee was wearing gloves but no other ppe. Operator manual t6500 rev d, section 1, pp.1-2, and section 3, pp. 3-4 state: "appropriate personal protective (ppe) is required when handling or disposing of partially filled, leaking, damaged, or expired containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." The employee subject of the reported event was in-serviced on the proper handling of the sterilant in the event of a cancelled or aborted cycle. The processing tray should not be removed with the sterilant cup in it after a processor fault alarm; the proper procedure is to initiate another sterile cycle which will safely dispose of any residual builder or paa in the s40 cup and tray. The operator manual t6500 rev d, section 7, pp.7-16 states: step 5, disposal of sterilant: "refer to the package insert for s40 sterilant concentrate or section 3 of this manual for disposal instructions for a partially filled container and the required use of additional personal protective equipment (ppe)." The cause of the aborted cycle that precipitated this event is attributed to the facility's low incoming water temperature. In addition, the operator did not follow the proper procedure when disposing of sterilant following an aborted processing cycle which was responsible for the operator's exposure to the dry powder contained in the s40 cup.